Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified sign of use with flared and compressed damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. Complaint confirmed based on the product evaluation. The root cause is attributed to use error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the liner does not assemble to the tibial tray as expected. There was no patient impact or harm reported.